Manufacturer narrative:
Product analysis: after visual and optical examination, it appears that threads of the screw are cross-threaded/damaged. This damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: adult deformity levels involved: pelvis it was reported that intra-operatively, threads in the screw head was noted to be strange. During the surgery, when the screw was placed in the usual fashion, upon attempting to insert a set screw, the set screw would not engage. The surgeon attempted to use a different set screw but encountered the same result. At that point the surgeon chose to remove the screw and inspect, upon visual inspection he noted that the threads inside the head of the screw looked strange. The screw was then set aside and another screw was implanted. The set screw would not engage to although threads were present. The product came in contact with the patient. Breakage of product was not observed. No patient complications were reported as a result of the event.